Event description:
It was reported by patient that the tape was not sticking after becoming wet due to swimming on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: spain.name: (B)(6).country: united states of america.address ¿ line 1: (B)(6).city: (B)(6).state: (B)(6).zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 8021545.